Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 452 mg/dl.